Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The tip of the introducer sheath was observed to be damaged. The entire length of the shaft of the microintroducer was observed to be slightly curved. The dilator was observed to be returned securely screwed onto the introducer sheath handle. A microscopic observation revealed the edge of one side of the sheath tip was damaged and the material was crumpled and appeared to have been pulled inward. The dilator tip was observed to be undamaged. While the exact cause of the observed damage is unknown, possible contributing factors include insertion technique, too small of an incision, and incomplete/improper connection between the dilator and introducer sheath. ----------------------------------------------------------------------------------------------------- reynosa evaluation complaint due to ¿difficulty inserting a microintroducer¿ was confirmed, but the exact cause remains unknown. According with the photo evaluation performed at reynosa facility and gross / microscopic visual evaluation and functional testing performed at vad lab it was concluded that the gray distal end sheath was found to be damaged on its radius tip causing difficulty to advance into the patient while using. This kind of damage could be caused during the manufacturing process; however 100 % inspection under magnification is performed in all devices before final release. In the other hand, risks of damages could be caused during clinical procedure taking in mind the condition of the received sample. Storage conditions also were considered and verified. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of reds1333 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the rn was placing a PICC she had trouble with one of the longer (10cm) introducers. It was stated the inner cannula came loose as the rn was attempting to slide over the wire and into the vein. The rn didn't realize it had done this until it would not push in and she saw that the outer part had started to push against the skin without the rigid inner part, causing it to start to tear and push up. Rn had to get a new introducer to finish.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds1333 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the rn was placing a PICC she had trouble with one of the longer (10cm) introducers. It was stated the inner cannula came loose as the rn was attempting to slide over the wire and into the vein. The rn didn't realize it had done this until it would not push in and she saw that the outer part had started to push against the skin without the rigid inner part, causing it to start to tear and push up. Rn had to get a new introducer to finish.